Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing ventricular tachycardia and multiple system failure. In addition, the pt was also diagnosed with giant cell myocarditis from the left ventricular muscle (from left ventricular coring) per the pathology report.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.